Event description:
It was reported, there was a power on reset condition. The reason for the por was a "watchdog timeout". This was the first time this happened to the pt. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).